Manufacturer narrative:
(B)(4). Approximate age of device ¿ 26 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that a pump exchange was planned for the patient for suspected device thrombosis. The patient's international normalized ratio (inr) had reportedly been therapeutic throughout the duration of support. It was reported that the patient had been experiencing multiple episodes of arrhythmia including atrial fibrillation, supraventricular tachycardia, and ventricular tachycardia and underwent a left ventricular ablation on (B)(6) 2015. Post ablation, the patient became unstable with decreased blood pressure and no urine output. The patient was transferred to the ICU and started on levophed. Shortly after the patient went into cardiac arrest and was ultimately placed on ECMO. The patient's lactate dehydrogenase (ldh) increased from 200 u/l prior to ablation to 2,000 u/l. A ramp echo was performed and his left ventricle was unable to be unloaded despite increasing pump speed up to 11,200 rpm. Additional attempts for information were made but further information was not provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Device thrombosis, hemolysis, and cardiac arrhythmia are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.